Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident may have been procedure related.

Event description:
Related manufacturer: 2030404-2016-00057, 2182269-2016-00036, 2030404-2016-00058. During an atrioventricular nodal reentry tachycardia ablation procedure a pericardial effusion occurred. While performing ablation the patient became hypotensive and a pericardial effusion was noted for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device during the procedure.